Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed as no log files were available and no product was returned. Multiple attempts were made to obtain additional information regarding the availability of log files, cause of the alarm, if any troubleshooting steps were performed, if the alarm resolved, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 3 of the IFU and patient handbook, entitled ¿powering the system¿, provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including a yellow wrench alarm. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a yellow wrench illuminated with an mpu fault alarm. A replacement mpu was requested.